Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the faulty led unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, video system center to the olympus service center. Upon inspection and testing of the customer returned device, an error "e105" occurred and failure of the leds light source unit was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction "e105" and failure of the leds light source unit, found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found: the battery was depleted, e105 error occurred and failure of the leds light source unit was identified. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.